Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site. The stm replaced the blood contaminated patient interface module. The fse completed full calibration and iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, blood entered the cardiosave intra-aortic balloon pump (iabp). The customer removed the intra-aortic balloon (iab) and replaced it with another, and there was no injury to the patient at that time. The customer later reported that the patient expired, but it was not attributed to the iab or the iabp. Please refer to related mfg report number 2248146-2020-00339 on the involved intra-aortic balloon (iab).